Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument was not rotating properly. The procedure was completed with no reported injury.

Manufacturer narrative:
The large needle driver instrument has been returned and evaluated by the failure analysis (fa) team. Fa was not able to confirm or reproduce the reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the suture test 2 of 2 attempts. The instrument was fully functional. No product issue was identified.